Manufacturer narrative:
UDI: (B)(4). Non-conformance report (ncr) was raised to deal with work in progress under old bill of materials revision. Material disposition on mentioned co's is rework. The following steps will be required. Re-print & attached new bill of materials to all attached work orders; lcr to be updated to show latest bill of materials; amend front work order sheet to latest bom issue level. Original batch information: a check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were devices released for distribution on september 18, 2013 with an expiration date of 2016-07-31. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated ncr to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dis-similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affiliate reported that the surgeon used the electrode during approximately 5 minutes, then a lot of sparks appeared with the message output shorted, and the electrode did not work anymore.